Manufacturer narrative:
The reported events of gel stent blockage and incorrect placement are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts was "pigment tracking up stent yag the end and it was too close to the iris" in the unknown eye. The device remains implanted.